Event description:
The fse reported that the left, (live) monitor turned black. This can cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. The x-ray tube and hv tank were regreased. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.